Manufacturer narrative:
In speaking with the end users wife she stated that her husbands therapist noticed he is getting marks on his legs from pieces on the chair. The provider is going to be coming out to the house to evaluate this chair. The end users wife was advised to request the dealer to look at this issue and see what can be done to prevent this from happening. In the mean time she has put some foam over the area to protect his legs. There is no information or any suggestion that the end user received medical intervention. Therefore this incident is being filed as a malfunction. Should any further information be received, the incident will be re-evaluated and a supplemental report will be filed.

Event description:
An end user has called and reported an incident of where the leg rest on the powered wheelchair is protruding too far forward and has caused him to hit calves and cause skin breakdown.